Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. PMA/510(k) #: unknown as model number is unknown. Device manufacture date: unknown as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the plunger on the inserter kept going under the lens. Then, when it got it to advance at the end of cartridge, it would gouge the cartridge at the end. There was no patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown, therefore the manufacturing records could not be reviewed. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.